Event description:
Patient presented with right shoulder pain and stiffness approximately 6 months following a massive rotator cuff tear repair with the orthadapt bioimplant. The graft was explanted approximately 7 months post-implant.

Manufacturer narrative:
The orthadapt bioimplant was used off-label in a rotator cuff procedure to bridge a gap, which is an off-label use. Orthadapt is indicated for the reinforcement of soft tissues and is not intended to provide the full mechanical strength to support tendon repair of the rotator cuff. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements.